Event description:
It was reported, the patient ¿kept setting off alarms when going through stores and it did not feel good.¿ it was stated, the patient felt a shocking or jolting sensation, which began about 3-4 months prior to report. Reportedly, the shocking only happened when they were going through security gates. It was noted the device was on during exposure. Additional information was requested but not known at the time of report.

Manufacturer narrative:
Product ID 3093-28, lot# v892721, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Follow up information obtained from the patient reported that they had not seen their physician and was not planning on doing so as their therapy was "really helping" them. The patient stated that they loved the device and did not want to "mess" with it. It was noted that only certain store security systems go off when they would walk through them. The patient avoided these stores. It was also reported that the patient would walk straight through the security systems and did not walk "right next to the sensor" so it would not go off. The patient stated that the shocking sensation they felt did not happen all of the time and described it as "quick jolt" that was "surprising" more than painful. The patient noted that if they turned the stimulation down when they walked through the security gate, it helped but sometimes it was not feasible to do all of the time while trying to walk and then they "just goes ahead on through". The patient felt that there was nothing wrong with the implantable neurostimulator (ins) and did not want to follow up (patient was instructed to do so but refused). The patient stated that if they had any more issues they would contact the manufacturer. If additional information is received, a follow up report will be sent.